Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred. The lesion being treated was moderately calcified, approximately 4 cm in length, and 90% stenotic. The lesion was located in the proximal posterior tibial (pt) artery which was approximately 3.0-3.5 mm in diameter. The physician used a 7f introducer sheath to access the target lesion from a contralateral approach. He performed a 35sec run at low speed (60k rpm) using the 1.50 solid crown. He then switched to high speed (120k rpm) for 30sec to perform the second run. He then decided to perform one more pass at high speed for 40sec, but at the end of that run the device seemed to have bogged down. The total run time was 110sec. The physician performed an angiogram and saw evidence of a perforation. He removed the device and placed a 3.0 mm x 100 mm angioplasty balloon across the perforation and left it inflated for 5min. He subsequently treated the peroneal artery with pta and chose to stent the pt artery with a 2.5x48 xience des. The patient status remained stable during this procedure. Additional information has been requested regarding this event.

Manufacturer narrative:
Device analysis: the oad was received without the original guide wire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage or abnormalities that would have contributed to the reported event. The crown and distal tip bushing remained intact and undamaged. Biological material was observed on the driveshaft and crown. The outside diameter of the crown was dimensionally inspected using a calibrated dial caliper and met the drawing specification. At the conclusion of the investigation, the device remained within specification and no product defect was found. The root cause of the reported perforation event remains unknown. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Three requests have been made of of the physician for additional information regarding this event, but no response has been received.